Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation and no photographic evidence was provided. Should the device be returned, an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Second FDA product code is oct. Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, lapvue10, was being used during a cystectomy procedure on (B)(6) 2020 when it was reported "the large qtip for the lapview10 had the end fall off into the patient's abdomen". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment follow-up found that the component was removed with a grasper and the procedure was completed as planned with a 10-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.